Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms. The lead and the associated pacemaker were both removed from service as the cause of the out of range impedances could not be determined. No adverse patient effects were reported.